Event description:
It was reported that sec set 20dp 30in w/hanger ll leaked during use. The following information was provided by the initial reporter: material no: 72213n batch no: 20033471. It was reported that the secondary tubing disconnected just below the drip chamber, causing the medication to leak out during priming.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 returned to manufacturer on: 07/28/2020. Investigation conclusion: it was reported that the secondary tubing disconnected just below the drip chamber, causing the medication to leak out during priming. Received from the customer was one used primed set model 72213n lot 20033471 (with its packaging pouch). During visual inspection, it was noted that the tubing p/n tc10012940 was completely separated from the drip chamber p/n 630-00363 outlet port. Fluid was observed leaking from the separation. Inspection under magnification noted that both sides of the tubing had insufficient solvent applied at the engagement during the manufacturing process. No functional testing of the returned set was deemed unnecessary due to a separation. A dimensional analysis was performed on the inner diameter (ID) tubing p/n tc10012940. In order to conduct dimensional testing a small portion of the tubing was cut in three different sections near the affected area (tubing to drip chamber outlet port) on set received. The specification for the ID diameter tubing is 0.107¿ inches. The tubing measured to be within specification at 0.107¿ for set received. Equipment used (measurement and testing performed on 04-sep-20). Ram optical instrumentation/eq08204/calibration due date 5-feb-2021. Calipers, eq02784, calibration due date: 19-dec-20. Device history record for model 72213n lot 20033471 shows that the set was manufactured on 24 march 2020 with a total of (B)(4)units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. The customer¿s complaint of tubing separated and leaked below the the drip chamber was confirmed upon visual inspection. The root cause of the tubing separation was a manufacturing issue for insufficient solvent being applied at the affected engagement due to equipment and/ or operator error. The issue of tubing leaking from drip chamber outlet port was addressed under trackwise CAPA 85340. Although the corrective actions were implemented prior to the manufacturing of this lot, the CAPA was closed as "effective" in mitigating this defect and will continue to be monitored for an increase in frequency.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that sec set 20dp 30in w/hanger ll leaked during use. The following information was provided by the initial reporter: material no: 72213n batch no: 20033471. It was reported that the secondary tubing disconnected just below the drip chamber, causing the medication to leak out during priming.